Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt's ins is "broken and no longer works". Caller confirmed that pt stated the ins stopped working about a year ago. Tss reviewed information. Patient called from phone number registered and repeated previously documented information. Patient inquired as to MRI eligibility and agent provided information. Patient reported they were "due to replace" their stimulator on july 1, which agent understood to mean they were scheduled for ins replacement.